Manufacturer narrative:
No medwatch was received from the reporter. Any missing or incomplete data is the result of information not being provided by the reporter despite documented attempts to obtain the required information. This product is being used for treatment, and not diagnosis. The device was out of specifications in an as received condition.

Event description:
Description of the original complaint: while being intubated for an anterior cervical decompression and fusion, the anesthesiologist noticed that the electrode was not placed within the lumen. The emg tube was then extracted form the patient. No further intervention was required, and the patient's condition was reported as being fine. Relevant events and information obtained for the reported case: the item was received from the customer in a contaminated condition. The initial inspection upon arrival confirmed one electrode was found out of the lumen. The electrode was bent at a 90 angle as it exited the channel. A second 90 degree bend was located 0.5 " from the first bend. Xomed engineering further examined the product, and noted indentions in the white shrink band at the lumen indicating that the electrode was properly set within the lumen during the manufacturing process. A magnified view of the metal electrode shows damage in the form of scrape marks at both of the 90 degree bends, indicating that the user bent the electrode with a pair of toothed forceps. Engineering confirmed that, during manufacture, insertion of the electrode is a manual operation with no tools required.